Manufacturer narrative:
The initial notified medwatch related to a faulty egb 40. The egb 40 is not registered in the us, however, it was stated that the egb 20 and egb 40 (which are both registered in the us) are similar to the egb 40. However, upon obtaining further information, it was found that the egb 20 and egb 30 are manufactured by em-tec (none of these devices has been manufactured since 2007) while the egb 40 is manufactured by (B)(4). This confirms that the egb 20 and egb 30 are not the same or similar to egb 40. Considering the aforementioned information, no medwatch notification should have been sent to the FDA. Thus, this follow up medwatch is being sent to notify the FDA that the initial medwatch was sent in error and that no further information, regarding the initial reported incident, needs to be forwarded to the FDA anymore.

Event description:
(B)(4).

Manufacturer narrative:
November 18, 2015 10:01 am (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available. The egb 40 device in question is not sold and released in the us. But since a similar gasblender is distributed in the us as an accessory of the hl20 the 510k for the hl20is used.

Event description:
It was reported that during patient treatment the alarm for fio2 increment on the ventilator went off. The ventilator was exchanged three times but the alarm was still present. The customer suspected a defect on the egb40 replaced the egb40 during the surgery. Therefore the fio2 value became stable and the ECMO could be finished successfully. No adverse effect on the patient. (B)(4).